Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the pump had no power, with a cracked battery compartment, a visible yellow o-ring, and a battery cap that would not attach. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: the pump was returned with a cracked battery compartment. The battery cap was also stripped and unable to secure to the pump. A test battery cap was able to power on the pump for a 12 hour duration test with no further power issues. Unrelated to the initial allegation, the display screen was dim and discolored.